Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had black screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. A technical support specialist (tss) dial-in connection to station and verified that the medication application was launched and ready for use, with no black or blue screen present on the interface. The issue appeared to have self-resolved. No further response was received after three follow-up attempts, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.